Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: chronic thickening of the periprotesic capsular and chronic scar tissue on the thoracic surface.

Event description:
Physician reported " chronic thickening of the periprosthetic capsular and chronic scar tissue on the thoracic surface. Ultrasound identified; loss of consistency and slight irregularities of the edges, with periprosthetic liquid, slight fissure. Initial MRI showed: ¿no signs of rupture, peripheral radial folds, with moderate to significant intracapsular serum collection in the left prosthesis, but no siliconomas in the specific sequences. Conclusion: ¿radiological study with no evidence of malignancy. Prostheses without signs of rupture, with signs of ageing in the left prosthesis, with intracapsular periprosthetic serum.. Device remains implanted. This relates to the right side.